Event description:
Reporter alleged obtaining the results of 418 mg/dl and 164 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Device malfunction: stent jumped, stent separation. Time of malfunction: during the procedure. Symptoms/ae: second stent implanted compressing stent to arterial wall. It was reported that during stent deployment in the right proximal common iliac artery, the absolute stent jumped into the aorta. In an attempt to pull the stent to the target lesion, the stent became stretched. A snare was used, attempting to remove the stent from the body, but the stent broke into two pieces. One portion of the stent was removed with the snare. The remaining portion of the stent, in the target lesion, was compressed against the vessel wall using another absolute stent. Though requested, no additional information was provided.